Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head fell off inside my mouth - oral-b [device breakage] . Case narrative: consumer called and stated that toothbrush head fell off inside mouth. No injury was reported.